Event description:
It was reported that "a pre-loading failure occurred during use." No medical intervention required. The patient's status is reported as "fine." No further information available.

Manufacturer narrative:
(B)(4). Upon further review of the investigation report, it was determined that this was not a reportable event; thus the initial MDR submitted on 13-january-2026 should be retracted. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "a pre-loading failure occurred during use." No medical intervention required. The patient's status is reported as "fine." No further information available.